Manufacturer narrative:
Serial numbers: (B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the bag port for 2 units, co2 canister for 1 unit, the bellows housing for 1 unit.

Event description:
This report summarizes <noe> 15 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced gas leaks. 1 event was reported for a failed circuit leak test with a leak of over 4.5 liters per minute, 1 event was reported as a large leak, 1 event reported as a leak resulting in the loss of manual and mechanical ventilation, 1 reported as a leak greater than 4.5l per minutes. These reports were received from various sources. Of the 4 events, 4 did not involve patients.